Event description:
Customer reported she experienced high blood glucose of 500 mg/dl and went to the hospital emergency room. Customer removed the infusion set and the cannula was bent. She treated with manual injection. Customer experienced headache, vomiting and fever. Blood glucose value at the time of the emergency room visit was 437 mg/dl. Customer was released as they were able to get her levels down to 195 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.